Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated that ins hasn't worked for about 2 years. Patient reported they had an MRI of abdomen about 2 years ago and since then, device hasn't worked. Technical services walked through interrogating ins with both clinicians programmers multiple times but clinician programmer showed "no response from ins" and patient programmer (pp) (no antenna, patient didn't have it with them) showed poor communication. Caller indicated they were against the patient's skin and knew they were over the device by looking at the area. Technical services reviewed that given inability to connect with pp and clinician programmer and that the device has been implanted since 2007, the ins was likely depleted and would need to be replaced. There was no symptom reported. Caller was instructed to follow up with their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare physician (hcp) reported that the cause of the no response from the implant was most likely damage to the ins due to MRI of the abdomen 2 years prior. The hcp indicated that the patient did not report that to the urologist until 2 years after the MRI. Medical history: it was further noted that the patient had not been seen since (B)(6) 2010, but then she went in (B)(6) 2018. The implant that was placed in (B)(6) 2007 was working well but had not worked in the last couple of years. In 2002 she had an ovary removed that led to a bowel obstruction which lead to a ruptured hernia. She got septic and she got a pulmonary embolus and she was in a coma for a while, but she recovered from all of that. On a spine computer tomography (CT)scan she a 12 mm renal calculus on the left side. It looked fairly light; however, on hounsfield unit measurements it was nearly 1000. She thinks it was causing pain. The hcp could not see it on kidney, ureter, and bladder (kub) x-ray today. The interstim did not seem to be working either. She was on methenamine from another doctor. She has some urgency and urge incontinence and some mild stress incontinence. They give her oxybutynin 5 mg once a day and that did not seem to help. She was still on that. It was not causing any additional side effects. They were going to have her stop it. They had gone ahead and reprogrammed her interstim and tried to set different settings, but the battery was very low, so they believe that was the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.